Manufacturer narrative:
Customer reported that users were unable to access a pyxis medstation es system while a patient was on the operating room table. Customer did not disclose if the event occurred prior to a procedure starting or during a procedure. Customer stated that the required medication was provided by pharmacy. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that user domain and active directory settings were preventing users from accessing the device. The technical support specialist configured the device to resolve. Device is being monitored after being upgraded. Technical support specialist team continues to assist the customer in complaint number (B)(4).

Event description:
Customer reported that users were unable to access a pyxis medstation es system while a patient was on the operating room table. Customer did not disclose if the event occurred prior to a procedure starting or during a procedure. Customer stated that the required medication was provided by pharmacy. No patient or user harm was reported.

Event description:
It was reported that multiple users unable to log into bd pyxis medstation es stations (2fso,2fso2) since they did 1.6 upgrade. Users were unable to access a es system while a patient was on the operating room table. The customer did not disclose if the event occurred prior to a procedure starting or during a procedure. Customer stated that the required medication was provided by pharmacy. No patient or user harm was reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b3, b5, d1, d4, d5, g1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2020 to 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident it was determined that multiple users were unable to login to the station. A technical support specialist updated the site's hardware to resolve the issue. There were no adverse events or injuries reported based on this incident.